Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the wound dehisced. The patient underwent a revision surgery on (B)(6) 2024. It was reported that the patient needed 5 revision surgeries. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please address the questions below for each patient event: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? (Stratafix spiral) was the fixation loop secured to tissue at the initiation of suture use during the index procedure? (Stratafix spiral) was at least one reverse stitch performed prior to closure? (Stratafix symmetric) was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? (Stratafix symmetric) were two reverse stitches performed across the incision prior to closure? (Non-stratafix suture) how was the suture placed (interrupted or continuous)? (Non ¿stratafix suture) how was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? (Stratafix) did the stratafix suture break? If so, where was the break noted (termination, middle, end)? (Stratafix) did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Were there any patient stress factors that precipitated the event of suture breakage post op? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? What tissue dehisced? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Are there any pictures of the dehiscence?

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was determined that this patient was not involved in the reported event. Therefore, this medwatch report is being voided.